Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for non-malignant pain and failed back syndrome ¿ other. It was reported on (B)(6) 2017 that the pump was alarming. It was noted that the patient missed a scheduled refill as the physician was no longer working with the pump and they had no one to fill the patient¿s pump. Physician finder webpage and contact information for home infusion companies were provided as well as additional listings. It was indicated that the patient was sick which was considered a sudden change in therapy/symptoms. The date of the event was stated as ¿last week¿ from (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.